Event description:
It was reported that a patient went into respiratory cardiac arrest and was rescued. The cuff was tested before use and inflated as expected. When the patient was intubated, the cuff was inflated and found to be leaking. A tube change was done to resolve the issue. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
No product was returned and are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen the complaint for further investigation. A device history record (DHR) review noted no discrepancies for the reported device lot number.